Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of spinal pain. It was reported that the patient had a refill on (B)(6) 2018. The pump should have had 4ml and the hcp pulled out 25 ml. It was later reported by the hcp via the representative that the cause of the volume discrepancy was unknown. A dye study was scheduled on the week after the report. No symptom was reported. The issue was not resolved at the time of the report. No further complication was reported.